Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the patient experienced discomfort due to pocket stimulation and the pacemaker was found in back-up mode. Programming changes were performed. There were no patient consequences.